Manufacturer narrative:
Pt died two days after treatment, but clinic said it was not due to prisma machine. Facility's nurse has a plan to retain in place clinic staff. Clinical investigation is ongoing.